Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
It was reported to philips that the device had patient proximal pressure line disconnects alarms. The device was reported as being in use at the time of the event on a patient. The customer had a standby ventilator which was immediately connected to patient and there was no delay in therapy.

Manufacturer narrative:
The patient was removed from the v60 and placed on another ventilator with a new circuit. The unit was checked overall, run in tested, cleaned, functionally tested. The biomedical engineer (bme) reported that he has been unable to reproduce the reported problem. The bme completed the v60 performance verification testing with no reported problems. The customer was advised that the likely cause was a problem with the patient circuit.